Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump blackbox indicated that the patient received a 'replace battery' alarm on (B)(6) 2011 at 06:20 am. The pump entered a reboot cycle due to unconfirmed warning on (B)(6) 2011 at 06:42 am. During investigation, pump booted to the 'verify' screen with functional auditory and vibratory alarm warnings. The pump was exercised for 24 hours without interruptions. Unrelated to the complaint, the bolus button was found to be detached and was not returned with the pump.

Event description:
A family member reported that the pump would not power on. She reported that she changed the battery and the pump beeped, vibrated, and then the screen went blank. She reported that there was no trauma to the pump and it was not exposed to water.